Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip ejection spring was sticking. The fse replaced the tip clamp and plunger clamp at position #10 . The fse observed tip #6 dropping out of the plunger clamp with no force. The fse replaced the plunger clamp in position #6. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).